Manufacturer narrative:
According to the information provided by the user facility this was operator error. When the staff members ran the lift into the chair this caused the resident to be ejected. All devices were checked out and were in good working order. (B)(4).

Event description:
Two staff members were transferring a resident from a bed to a chair with a l500pn ez way lift with a small sling. According to (B)(6), after lifting the resident the two staff members were moving the lift with the resident and struck a chair with the lift. This resulted in the resident being ejected from the sling striking her head in the fall. This resident suffered a 2cm hematoma as a result. The resident was transferred to an acute care facility, and then later died.